Event description:
There was an allegation of questionable sodium results from the cobas 8000 cobas ise module (double) sample ID (B)(6), initial result was 146.9 mmol/l and the repeat result was 141.8 mmol/l. Sample ID (B)(6), initial result was 146.8 mmol/l and the repeat result was 141.4 mmol/l. Sample ID (B)(6), initial result was 149.3 mmol/l and the repeat result was 143.4 mmol/l. Sample ID (B)(6), initial result was 140.5 mmol/l and the repeat result was 132.4 mmol/l. Sample ID (B)(6), initial result was 147.2 mmol/l and the repeat result was 141.4 mmol/l. Sample ID (B)(6), initial result was 146.4 mmol/l and the repeat result was 141 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The sodium electrode was replaced which resolved the issue. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a specific cause of the event. The customer had no further issues after the sodium electrode replacement.